Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. No additional patient or event information was available. Tandem technical support (cts) advised customer to monitor connectivity and to contact cts if the issue persisted. Customer did not contact cts regarding the reported issue.